Event description:
It was reported the patient had his spectra device removed and replaced with an inflatable implant because the patient thought the implant was too heavy. It was also indicated that the prosthesis was "not functional for intercourse" and "[d]evice failed". No patient complications were reported in relation to this event.

Manufacturer narrative:
The explanted spectra device was returned to ams for evaluation where it was visually inspected and functionally tested. Analysis results indicate the device performed within specification.